Event description:
On operating, after sealed the uteri tissue, opened the jaw then the tissue attached at the jaw. So tried to release the jaw from the tissue and moved the hand piece then the electrode of the insulation side came off.